Event description:
The patient received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient experienced elevated blood glucose levels during an episode of bronchitis and the elevations persisted following recovery. Pump settings and delivery history were reviewed with the patient and confirmed as accurate. The patient has continued to use the pump with no reported subsequent events. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.